Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, pentax medical customer experience manager brought to our attention that an endoscope loaned to an industrial customer howmet company from (B)(6) 2021 to (B)(6) 2022 had been placed back to our loaner warehouse and has been deployed to hospitals for human use. This complaint is being filed because the scope may have been exposed to machine oils or other unknown hazards in the industrial setting. The loaner was at this hospital from (B)(6) 2022 to (B)(6) 2022. Description of any actions taken: the scope has been removed from service and will be quarantined. Pentax medical eng. & qc supervisor is contacting the industrial customer (howmet company) to investigate what the scope may have been exposed to. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: as a result of the investigation, it was found that the cause of this case was that the business flow for lending products for non-medical purposes was not functioning properly. According to the complaint that fnl-10rp3 was issued as a loaner to an industrial site and after the return of the product it was given to hospital sites and used on patients. This posed a health risk to the patients, and it triggered an investigation as per the global quality procedure. All the affected scopes have been returned, tagged, and quarantined to prevent further circulation. In conducting the risk assessment process, we gathered the chemical details from the industrial site and started to look closely at reprocessing parameters and chemicals. However, on feb 21, 2023, upon further look under service records, a major repair was completed, and all the patient-applied parts were replaced with new ones before giving it to the first patient use. This eliminated any possibility of the patient's health impact. We also have implemented measures to control and flag industrial site accounts so that we don't send products as a loaner without higher approvals. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 06-sep-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 06-sep-2011. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.